Event description:
"The implantable site (placed on (B)(6)2023 had no blood return since (B)(6) 2023. A subcutaneous effusion was observed each time a few millimeters from the implantation area after several injections. Result: the patient underwent an operation on (B)(6) 2023 to remove the site, under general anesthesia. The catheter is broken at the proximal level. A new site has been implanted."

Manufacturer narrative:
Note: product reference 4436920 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: the batch record, number 36999175 was reviewed: the batch is within the specifications and no discrepancy was observed. No other similar complaint was reported on the units released in october 2022. Summary of investigation: one celsite st305l from batch 36999175, was returned for investigation. Context of the defect: based on the information received, the catheter rupture appeared 16 days after the access port implantation. Visual inspection of the returned device: access port housing. Blood traces were detected: between 5 and 10 puncture marks were visible into the silicone septum. Traces of tools were visible on the exit cannula. Catheter: the catheter was returned in two parts. One of these parts, of around 1.5 cm long, was still connected to the access port housing exit cannula. The second part, with visible graduations from the level 5 to 15, were long of around 15.4 cm. The two parts matched each other. Connection ring: the connection ring was still connected to the exit cannula. It did not present any visible defects. Microscopic inspection: the catheter presented a slanted and clear cut with stripes, which corresponds to damages caused by the use of tools. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical review: the raw material used for the catheter batches included in the device kit of batch 36999175 was verified. It is compliant with the defined specifications and no similar complaints were reported. Root cause: based on the above element, this damage is due to an accidental small cut done in the catheter with a tool during the implantation procedure. This damage gradually spread with the stresses suffered during the period of implantation with the movements of the patient. Recommandations the IFU specifies that during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments. Conclusion the complaint is not confirmed. Indeed, the performed investigations reveal that the catheter rupture is not imputable to the device but caused by a mishandling by the customer during the implantation procedure. This is a rare incident. No actions plan is foreseen at that time.